Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had pump pocket incision dehiscence. Initially they were going to revise the pocket today, but the patient said that his pump pocket had a prior dehiscence, so the decision was made to explant the pump and tie off the catheter.